Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the unit has exhibited unstable pressure and flow behavior during operation, as detailed below: "the preset pressure is 12 mmhg. However, once this pressure is reached, the flow does not return to 0 as expected. Instead, low-level insufflation continues (with flow fluctuating between 1-5), which may cause the pressure to increase further to 13-15 mmhg. During this process, an abnormal valve opening and closing noise can be heard". No negative impact in state of health reported.